Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic feeling tired and lacking energy, loss of sensing and capture were observed on the atrial channel. Fluoroscopy (B)(6) 2019 revealed that the atrial lead had dislodged into the high right atrium. The physician replaced the lead and the patient was stable following.

Manufacturer narrative:
Analysis was normal. No anomaly was found.